Manufacturer narrative:
The field service engineer (fse) replaced the touch screen to address the reported problem. Failure analysis on the returned touch screen shows that the touchscreen was tested and no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen is not working. The customer reported there was no patient involvement.